Event description:
It was reported to boston scientific corporation that an obtryx ii, halo system was used during a transobturator sling procedure performed on (B)(6) 2014. According to the complainant, when the physician passed the trocar of the obtryx ii, halo system into the patient, it perforated the patient's urethra. The patient was catheterized. The procedure was completed with this device.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.